Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that during sterile processing on (B)(6) 2020, four (4) depth gauges were found to have been damaged when they were cleaned and sterilized. The wire tips of the depth gauges broke from the handle. There was no patient involvement. This is report 03 of 04 of (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned h3, h6: investigation summary background: it was reported that during sterile processing on (B)(6) 2020, four (4) depth gauges were found to have been damaged when they were cleaned and sterilized. There was no patient involvement. The wire tips of the depth gauges broke from the handle. This complaint involves four (4) devices. Investigation flow: damage visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part # 319.006/ lot # unk) was received at us cq. The needle of the device was broken, only the threaded portion of the needle remained in the body. No broken fragment was returned. The device was also missing its protection sleeve and body components. The overall complaint was confirmed. Device failure/defect identified needle was completely broken off and the device was missing its protection sleeve. Device failure/defect identified needle was completely broken off and the device was missing its protection sleeve. Dimensional inspection was not performed due to post-manufacturing damage. Drawing(s) reviewed: (current & manufactured revisions) 319-006 conclusion: the overall complaint was confirmed for the received depth gauge for 2.0mm and 2.4mm screws as the needle was broken, and the assembly was missing its protection sleeve and body components. Although no definitive root-cause can be determined its possible the device experienced unintended forces while handled. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.